Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic sigmoidectomy procedure, they set idrive device and reload, checked the jaws open ing/closing and the device reacted normally. Then the surgeon articulated the jaws in the surgical field and tried to open and close the jaws, however they were not be able to react. The surgeon realized the blue indicators were illuminated. The physician re-connected the cartridge to egia adapt, however the status was same. There was a problem unloading the device as the jaws were still articulated. No reinforcement material was used. Replaced by an ultra handle, the procedure was completed. The status of the patient is no problem.